Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(4) 2021 the buttons are not functioning properly and numbers ramping. Device passed self test and displacement test. All buttons function properly. No ramping of numbers noted. Unit passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Device successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, scratched keypad overlay and pillowing keypad overlay. All buttons functioned properly during test. No keypad anomaly noted. No ramping of numbers noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer did not receive stuck button alarm. Customer stated that number were ramping own their own and scroll bar was moving without any input. Insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.